Event description:
It was reported that an overheating warning sign came up on the console during an oral surgery. The procedure was completed with a different handpiece. There were no adverse consequences reported as a result of this event. During the inspection it was confirmed that the device exceeded the maximum temperature.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed, as the device failed the maximum temperature rise on the spindle housing in a quality assurance test. Based on the investigation details, the likely cause was problems with the motor, rotor assembly, driveshaft assembly, spindle housing, and bearings, which were each replaced. Service will repair and return the device to the customer.